Event description:
The patient has been experiencing headaches and upper extremity shaking. Positional changes make no difference in the severity or intesity of the headaches. No seizures or increased spasticity has been noted. The lioresal daily dose had been increased from 115 mgg/day to 125 mcg/day with no noticeable difference in the symptoms. At the last refill in 2005, the does was decreased to the previous 115 mgg/day. The patient has undergone numerous diagnostic procedures including an MRI with no cause for the symptoms being found. Topramax was prescribed for the patient and the dose was recently increased as the patient seems to be responding some to this therapy.